Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp), via a manufacturer representative, reported the patient experienced a serious adverse event that was related to the procedure. Relevant medical history includes drug-resistant gastroparesis. Follow up is being conducted to clarify the reported event and to determine when the patient first started experiencing the adverse event, the specific symptoms the patient experienced, the actions/interventions taken to resolve the event, the cause of the event, and if the event had resolved.